Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of weak battery and failed battery test from the insulin pump. The customer's blood glucose reading was 180 mg/dl. The customer received weak battery after changing out the battery. The customer stated that failed battery occurred 5 times within the last week. The customer will be sent replacement battery cap. The insulin pump will not be returned for analysis.